Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote interrogation of this device was unsuccessful despite troubleshooting. A boston scientific engineer reviewed the device data and identified that the radio frequency (rf) overuse is impacting the remaining longevity of this device. No adverse patient effects were reported.